Event description:
A report was received that following a non-device related fall, the patient was experiencing intermittent stimulation, pocket pain and felt that the ipg was getting hot while using the stimulator. The ipg had broken through the pocket wall and an x-ray revealed that the pocket site had moved four inches. The database analysis confirmed the device was working properly. The patient underwent an ipg replacement and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device analysis indicates that the ipg passed all visual, electrical, performance and photographic tests performed. The complaint regarding charging difficulty and intermittent stimulation was not verified. The ipg exhibits normal charging and discharging characteristics. The complaint regarding the ipg generating excessive heat was not verified. The charge profile exhibits no excessive temperature during charging cycles.

Event description:
A report was received that following a non-device related fall, the patient was experiencing intermittent stimulation, pocket pain and felt that the ipg was getting hot while using the stimulator. The ipg had broken through the pocket wall and an x-ray revealed that the pocket site had moved four inches. The database analysis confirmed the device was working properly. The patient underwent an ipg replacement and the patient was reportedly doing well following the procedure.